Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of death.

Event description:
Patient's wife contacted dexcom on (B)(6) 2016 to report that the patient passed away on (B)(6) 2015. The patient was placed in hospice on (B)(6) 2016, for about a week, and passed away due to stage 4 melanoma cancer. A certificate of death was provided and the cause of death was listed as left basal ganglia intracranial hemorrhage. Hypercoagulable was listed as a contributing factor and atrial fibrillation was listed as a significant condition. The patient was not wearing the continuous glucose monitoring system (cgm) at the time of death, as they had stopped using it a couple months before passing due to the cost. There was no alleged device malfunction.